Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The stent implant was dislodged from the balloon and was found inside the protective sheath. There were crimp marks visible between the markers of the balloon, indicating that the stent was originally positioned correctly and securely at the time of manufacturing. While review of the lot history record revealed no non-conformances that would have contributed to the reported event, based on an expanded investigation, a product issue was noted related to stent dislodgements occurring prior to use in the patient. Further assessment/investigation of this issue per site operating procedures is currently ongoing. Corrective and preventive actions to address this issue will be conducted as appropriate and the performance of devices will continue to be monitored.

Event description:
It was reported that the yellow sheath, stent, and stylet of the xience xpedition came off the delivery system during removal from the hoop. There was no resistance noted during removal of the device from the hoop. There was no patient involvement. Another xpedition was used to complete the procedure without incident. There was no additional information provided.